Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's nurse reported that the customer was at the hospital due to high blood glucose. She stated that the customer was giving boluses but that the blood glucose still went high. Changing the site also did not resolve the issue. The blood glucose reading was 480 mg/dl. She stated that the customer was in an accident but was not driving. The insulin pump passed the high pressure test. Nothing further was reported.